Manufacturer narrative:
Additional information (11-apr-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Instrument data indicated a difference in the absorbance reading for the affected sample between everolimus (evro) lots gb2326 and gc3073, which can be attributed to hemoglobin concentration in the cuvettes. Everolimus reagent lot gc3073 had a significantly higher absorbance read than lot gb2326, consistent with inadequate sample mixing. Additionally, hsc observed that the affected patient sample had an abnormal reaction flag, consistent with a non-specific binding check for high results in the evro assay. The dimension operators guide states that results accompanied with the "abnormal reaction" error cannot be reported. A potential product issue was not identified. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00245 was filed on 16-sep-2022.

Manufacturer narrative:
An outside of united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed everolimus (evro) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely depressed everolimus (evro) patient sample result was obtained on a dimension exl 200 system. The result was not reported to the physician(s). The same patient sample was reprocessed on an alternate dimension exl system and a higher result, considered correct, was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed everolimus patient sample result.